Manufacturer narrative:
The reported event is considered unconfirmed. Received three photo samples. The first one showcases an overview of the three-way catheter. The second photo zooms into the catheter balloon evidencing cuffing. The last photo shows the catheter cap and lot. No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed a DHR review and labeling review are not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient complained that their pants and part of their rehabilitation pants were wet. When they checked the inside of the rehabilitation pants, they found that the area around the penis was not wet and only the upper part of the rehabilitation pants was wet. When the catheter was checked, it was wet from the catheter itself, which was outside the patient's body. The area where fluid was coming out coincided with the gathered area of pajamas and rehabilitation pants. After removal of the catheter, upon checking the balloon site, they found that 10 ml of fixed water could be injected without any problem and there was no damage. As per the investigator's notification received on 28may2024, it was reported that the balloon was mushroomed during sample evaluation.

Manufacturer narrative:
The reported event is considered confirmed manufacturing related. Received three photo samples. The first one showcases an overview of the three-way catheter. The second photo zooms into the catheter balloon evidencing cuffing. The last photo shows the catheter cap and lot. It was also received 1 all silicone three-way foley catheter. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percentage aqueous methylene blue per 100ml distilled water) and no leaks were observed. Catheter rested with no leaks. The inhouse syringe was connected and it was able to return the 10 ml however cuffing was evidenced. A new complaint has been opened to address the cuffing. The drainage lumen was flushed, and a leak was evidenced in the shaft, 0.4440 from the funnel, due to a cut in the inflation side that measured 0.0555. Reported event is confirmed, the returned product does not meet specification which states "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe". The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be inserts with edges (the operator hits the shaft against the bottom insert when removing the piece of the mold). However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "warnings 1. Method for use (1) do not inflate the balloon in the urethra. The urethra may be injured. (2) do not pull the catheter hard. The bladder/urethra may be injured. 2. Applicable patients with delirium who might pull out catheter. When patient tugs at catheter unconsciously, the bladder and urethra may be damaged. Contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10 percentage povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). They may damage the device and may burst balloon. (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon. 2. Applicable patients with known allergy to silver coated catheter." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient complained that their pants and part of their rehabilitation pants were wet. When they checked the inside of the rehabilitation pants, they found that the area around the penis was not wet and only the upper part of the rehabilitation pants was wet. When the catheter was checked, it was wet from the catheter itself, which was outside the patient's body. The area where fluid was coming out coincided with the gathered area of pajamas and rehabilitation pants. After removal of the catheter, upon checking the balloon site, they found that 10 ml of fixed water could be injected without any problem and there was no damage . As per the investigator's notification received on 28may2024, it was reported that the balloon was mushroomed during sample evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient complained that their pants and part of their rehabilitation pants were wet. When they checked the inside of the rehabilitation pants, they found that the area around the penis was not wet and only the upper part of the rehabilitation pants was wet. When the catheter was checked, it was wet from the catheter itself, which was outside the patient's body. The area where fluid was coming out coincided with the gathered area of pajamas and rehabilitation pants. After removal of the catheter, upon checking the balloon site, they found that 10 ml of fixed water could be injected without any problem and there was no damage.